Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was recently hospitalized due to a blood glucose level between 550 and 600 mg/dl. The customer also reported having stomach pains and trouble breathing. The customer was wearing the insulin pump at the time of the hospitalization. During the call, the customer reported that the insulin pump had a motor error alarm. The customer confirmed that the drive support cap was loose. Blood glucose level at the time of the call was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to complete functional testing due to prime anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, a21 error test, displacement, rewind, basic occlusion and excessive no delivery alarm tests. No motor error alarm or loose drive support disk noted. The motor was tested outside the device and passed. The insulin pump has minor scratched lcd window, broken reservoir tube lip and cracked battery tube threads.